Event description:
The hcp reported that the pt developed a hematoma around the pump site and she was not able to fill the pump. The hcp stated, the fluid would be cleared surgically. The pump was programmed to deliver dilaudid (concentration and dose not reported). Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.